Event description:
During the first activation of both the handpiece the tip of the upper jaw became lose. The surgeon first complained that it wasn't cutting, and on closer inspection they saw that the entire tip had come lose and was hanging on the wire. No reported injury.